Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: elevated metal ion levels (head) no trigger considering the following event is identified: elevated metal ion levels (ldh adapter) no trigger considering the following event is identified: elevated metal ion levels (shell) event description: it was reported that the patient received a durom endoprosthesis on (B)(6) 2005. The cup and head were revised on (B)(6) 2019 due to elevated metal ion levels. It was reported that the metal ions climbed above 200. The durom endoprosthesis was replaced by a continuum cluster cup 54, three screws (15,20,40), a neutral liner and a ceramic head 36/0. Review of received data: no medical data such as x-rays or surgical notes have been provided for review. Device analysis: visual examination: the durom acetabular component, the metasul ldh and the ldh adapter were received. The durom acetabular component shows damages from the revision surgery consisting of large polished areas, nicks, scratches and indentations. There are only a few bone attachments visible on the titanium plasma spray coating. Further, there are small, individual polished spots on the coating indicating possible loosening. On the articulation side numerous fine and some coarse scratches are visible. In an area close to the rim parallel aligned scratches directed towards the rim can be observed which may indicate the beginning of rim loading . On the opposite side an area of numerous scratches creates a milky surface appearance. The metasul ldh shows an area with a high density of parallel scratches on its articulation surface at approx. 45. In addition, close to the pole an arrow-shaped roughened area can be seen. Further, the articulation surface of the metasul ldh was investigated under the microscope type nikon epiphot (eq-ID: wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). The original surface state with slightly protruding carbides is still visible in the unloaded surface area at 45. In the loaded areas at the pole and at 45, random scratches can be seen and the carbides are leveled. A magnification of the arrow-shaped area revealed macropits. The taper surface of the ldh is inconspicuous. The ldh adapter shows some discoloration on the outer surface, otherwise, nothing to report about the outer surface. Surface changes due to fretting corrosion can be observed on the inner surface of the ldh adapter. - wear measurement the wear measurements of the articulation surfaces of the durom femoral component and the durom acetabular component were carried out on a 3d measuring machine type cmm5, sip geneva. The wear map of the metasul ldh shows a wear zone located on one side of the head at around 45°, between the pole and the equator. This corresponds with the investigation of the articulation surface under the microscope. The total, linear wear value of the head amounts to 8.4 ¿m resulting in an annual wear rate of 0.7 ¿m / year. For the durom acetabular component the cmm measurement detected two wear zones. One wear zone is found at around 45°, between the pole and the equator. The second wear zone is found on the opposite side of the cup close to the rim. This zone correlates with the parallel aligned scratches found close to the rim. Based on the information at hand and the two identified zones a clear wear zone could not be identified. The measured diameter of the component is still within the manufacturing tolerances. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found [1]. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing [1]. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination, consisting of the durom acetabular component, the ldh head and rhe ldh head adapter, was approved by zimmer biomet. The product identification of the implanted stem is unknown. Therefore, the compatibility of the stem and the ldh head adapter is unknown. The device manufacturing history records indicate that all three products (durom acetabular component, metasul larger diameter head and ldh adapter) were accepted into final stock with no reported discrepancies. The applicable surgical technique describes all steps necessary prior and during implantation. However, as no surgical report is available, comparison of the surgical technique and the approach used could not be performed. Instruction for use (IFU) for endoprostheses lists general instructions, risk factors, sterilization instructions, storage and handling instructions. However, as no surgical report and no additional relevant information is available, comparison of the IFU and the approach applied could not be performed. Conclusion: the patient received a durom acetabular component with a metasul large diameter head (ldh) combined with a ldh adapter on (B)(6) 2005. The prosthesis was revised due to increased metal ion levels on (B)(6) 2019. In the zper it was reported that the metal ions climbed above 200. However, neither the unit (¿mol/l, nmol/l, ¿g/l), the metal ion type (co, cr or ti metal ion) nor the sample liquid (whole blood, blood serum, urine or synovial fluid) was specified. Additionally, there was no laboratory report with information on the test details provided. The quality records of all three components show that all specified characteristics have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). The wear measurements of the articulation surfaces were carried out. The measured diameters of the components are still within the manufacturing tolerances and the measurements did not indicate an elevated wear rate when compared to [1]. Small polished spots and only little amount of bone attachments were found on the anchoring surface of the durom acetabular component which could point to loosening. Whether the cup did not fully osseointegrate or became loose during the time in vivo remains unknown. The cup showed short parallel scratches towards the rim on the articulation surface and the wear measurement indicated a wear zone in the same area. Both could possibly indicate the beginning of rim loading, however, the information at hand is insufficient for a specific statement. The ldh articulation surface is inconspicuous showing loaded and unloaded areas as expected. The parallel scratches on the head¿s articulation surface point to removal damages. In one small area macropits were found which can be attributed to surface fatigue. The reason for this remains unknown. The visual examination showed changes due to fretting corrosion on the inner surface of the ldh adapter. Based on the available data the reason for these surface changes cannot be determined. Based on the retrieval investigation and the information at hand it can only be assumed that the reported high metal ion level can possibly be attributed to the phenomena seen on the inner surface of the ldh adapter. If and to what extend the possible beginning of rim loading resulting in wear may have contributed to the high metal ion level stays unknown. Based on the investigation this case may be related to (B)(4). [1] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00202.

Manufacturer narrative:
Concomitant medical products - medical products and therapy date detail of product: item # unknown, item name metal head hip, lot # unknown. Item # unknown, item name allofit cup, lot # unknown. Item # 0100181460, item name metasul ldh, head, 46, code l, taper 18/20, lot # unknown. Item # unknown, item name natural stem#3, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Lot number unknown.

Event description:
It was reported that patient underwent revision surgery due to elevated metal ions.